Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed. The physician would continue monitoring the patient. No adverse patient effects were reported. The device remains in service.